Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 260 mg/dl and the sensor glucose was 60 mg/dl at the time of the incident. Customer's blood glucose at the time of the call was 78 mg/dl. The customer also reported getting alert for calibration not accepted and sensor glucose value not available. Customer was advised to turn off sensor then turn on after an hour to calibrate again. The sensor will not be returned for analysis.